Event description:
Device 3 of 3: reference MFR. Report: 3006705815-2017-01658; reference MFR. Report: 3006705815-2017-01659. Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have one of their leads replaced.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report: 3006705815-2017-01658, reference MFR. Report: 3006705815-2017-01659. It was reported the patient fell and began experienced ineffective stimulation. X-rays revealed her two 3186 octrode leads had migrated. Patient may be awaiting a lead revision. All potential leads are being reported as it is unknown which ones are liable.